Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "called in for a poly exchange with dr. (B)(6). Surgeon planned to take stryker stem out and replace with a depuy device. Surgeon mentioned that the stryker head had disassociated from the stem."

Event description:
It was reported, "called in for a poly exchange with dr. N. Surgeon planned to take stryker stem out and replace with a depuy device. Surgeon mentioned that the stryker head had disassociated from the stem."

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: mar concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. A fractured mcreynolds adapter was observed in the stem. The fracture was consistent with an overload condition. Eds showed the adapter was consistent with 455 ph stainless steel alloy. Scratches were observed on the insert, which is a common damage mode of uhmwpe. No materials or manufacturing defects were observed on the devices examined. Medical records received and evaluation: not performed as medical records were not returned. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that there was a loss of taper lock between the head and the stem. No further investigation for this event is possible at this time. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "called in for a poly exchange with dr. (B)(6) surgeon planned to take stryker stem out and replace with a depuy device. Surgeon mentioned that the stryker head had disassociated from the stem."